Event description:
Fysicon qmapp hemodynamic monitoring system failed to display patient vitals, ECG waveform, nibp values, spo2 values or pleth waveform during a stemi procedure and without any system errors being present. ECG leads and accessories were replaced but system still did not display data - only what appeared to be a qrs flat line during the procedure due. Patient case was paused and program shutdown, but upon relaunch of application the system locked up and the case could not be restarted. The program was exited again one additional time and then the application launched and proceeded to work correctly. FDA safety report ID #:(B)(4).